Event description:
It was reported that during a da vinci prostatectomy procedure, the prograsp forceps instrument did not move intuitively and one wheel on the instrument turned freely. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cables were loose; but were not visibly broken at the wrist. The pitch input spun freely without corresponding output motion at the distal end, suggesting that a failure at the backend of the instrument occurred. Upon removal of the instrument's housing, it was discovered that one pitch cable was broken near the back idler pulley's cable groove. The clamping pulleys exhibit brown residue around cable grooves. There was no damage to the other backend cables. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .08 - .20 in length and were not aligned with the tube axis. It was concluded that the damage to instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.